Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was not working, requiring the customer to press the wake button multiple times. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use the current pump for insulin therapy.

Manufacturer narrative:
D9: returned to mfg: yes, date returned: 9/21/2024, h3: device evaluated by mfg: yes, reason for non-evaluation: blank, h10: blank. Remove MDR codes: 3221 and 67. D9: returned to mfg: yes, date returned: 9/21/2024, h3: device evaluated by mfg: yes, reason for non-evaluation: blank, h10: blank. Remove MDR codes: 3221 and 67.